Event description:
It was reported that during patient use the ventilator had a momentary unresponsive graphic user interface for approximately 20 seconds, it then returned to normal operation. The ventilator continued to ventilate the patient. There was no harm to the patient and as a precaution the patient was placed on another ventilator.

Manufacturer narrative:
During the momentary graphic user interface non-responsiveness, the ventilator¿s alarms, monitors, and ventilation to the patient were unaffected.